Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurate compared to another meter. The reporter claimed obtaining blood glucose reading of "401mg/dl" on the subject meter and "297mg/dl" on an ultramini meter. The time difference between the tests is unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. We could not confirm that the calculated difference exceeded our criteria as no time difference was given. There was no indication that the product caused or contributed to an adverse event.